Manufacturer narrative:
Device evaluation: evaluation summary: a service engineer (se) inspected the device and confirmed the reported issue. The se found the audio alarm speaker cable pinched from the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). To resolve the issue, the se removed the gui cpu pcb shielding and reinstalled the audio alarm speaker. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator graphical user interface (gui) safety audible alarm system (saas) audio failed. The ventilator was not in use on a patient at the time of the event.